Manufacturer narrative:
The insulin pump was received with a blank display and constant tone due to a faulty liquid crystal display board.

Event description:
The customer reported a loud, constant tone and a blank display. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.